Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an unknown blood glucose (bg) level on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of insulin as well as lots of fluids (specific fluids not specified) to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.